Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity free t4 results for 1 patient. The results were released and verbally given to the patient but corrected before any change in treatment. The following data was provided: sid 24.1745151 processed on (B)(6) 2024 initial result = >64 pmol/l repeat result = 11.6 pmol/l reference range = 9.01-19.05 pmol/l there was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity free t4 results for 1 patient. The results were released and verbally given to the patient but corrected before any change in treatment. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = >64 pmol/l repeat result = 11.6 pmol/l reference range = 9.01-19.05 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Device history review did not identify any non-conformances or deviations with the list number and complaint issue. In-house performance testing was completed which indicates the product is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 assay was identified.